Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during multiple occurrences, the customer did not observe insulin coming from end of tubing during fill tubing. The customer reported blood glucose (bg) level ranged from 315- 400 (mg/dl) due to the reported event. The customer used manual injections to address bg level. During troubleshooting with tandem technical support, the customer disconnected the tubing from the luer lock and performed fill tubing, and was able to observe insulin dripping out of the patient line. Then, the customer connected the tubing to the luer lock and continued fill tubing step, and observed insulin dripping out of the end of the tubing. The customer resumed insulin therapy.